Event description:
It was reported to boston scientific corporation that a fuse c38s slim colonoscope - r was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the center image flickered when the scope was angulated. The patient's anatomy was not visible on the center image when it was flickering. The procedure was completed using the complaint device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code 1304 was used to capture the reported event of center image lost. Block h10: a fuse c38s slim colonoscope - r was received for analysis. A functional evaluation was performed and the center image flickers when the distal tip is angulated due to an internal wiring failure of the charged couple device (ccd). Resolution would require replacing ccd. However, this unit would not be repaired and will be moved to quarantine. The reported issue was confirmed. The cause of the reported issue is due to ccd failure. Therefore, the assigned investigation conclusion code for this complaint is designated as cause traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a fuse c38s slim colonoscope - r was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the center image flickered when the scope was angulated. The patient's anatomy was not visible on the center image when it was flickering. The procedure was completed using the complaint device. There were no patient complications reported as a result of this event.